Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: telephone :(B)(6).

Event description:
The incident involved a microclave¿ clear connector. The customer reported that upon reconnecting the child, infusion and return were not possible using a 10ml syringe. Afterwards, an attempt was made using a 3ml syringe resulting in a small frothy return with air bubbles. After removal of the valve, there was a very good infusion and a very good return. The valve was replaced. No clinical consequences were observed. The status of the product at the time of event is during infusion; no pump was used during the event. There was no delay in therapy because the patient was on positive pressure. There was patient involvement, no adverse events/human harm.

Manufacturer narrative:
A used 011-mc100 microclave clear connector was returned for investigation and confirmed to have the seal stuck down and the spike bent. This damage would result in occluded fluid flow. The probable cause is typical of access with an incompatible mating device during use. The dfu states: needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). No mating devices were returned to evaluate with the used 011-mc100 microclave clear connector. A device history review could not be conducted because no lot number(s) was/were identified. Device returned to manufacturer on 21-sep-2023.